Event description:
The user facility reported the cutter was not cutting during the procedure. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2013-00350.